Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm; cat# 502-03-52d; lot# mnadp9. Delta v-40 ceramic head 32/-4; cat# 6570-0-032; lot# 46458801. Size 4 accolade ii 132 deg; cat# 6720-0435; lot# 42974107. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported, patient underwent irrigation and debridement with evacuation of hematoma less than two weeks after primary tha. The modular head was replaced with a sleeve, as well as the liner.